Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a carotid stenting procedure. Reportedly, while advancing the knot, the suture broke. A 7f sheath was inserted for 1-2 hours to be followed by applying manual arterial compression. When the sheath was removed, a huge hematoma was observed to have formed at the site. Manual arterial compression was applied to treat the hematoma and two units of blood was administered to the patient. The patient was reportedly hospitalized. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. A suture break can occur due to a number of factors including, but not limited to manufacturing, user technique or patient anatomical conditions. During manufacturing, suture strength is tested, assembled and loaded into the device and a sampling of finished devices is destructively tested to verify the functionality of the device. Suture may break if the user applies too much tension while pulling on the limb suture. No information about user technique was provided. A femoral angiogram was taken and no calcification was noted. A conclusive cause to the reported suture break cannot be determined. Review of the device history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the review of the event information, a product quality deficiency was not noted.